Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be submitted when the evaluation is complete.

Event description:
It was reported that this valve was explanted after an implant duration of approximately 12 years due to severe aortic stenosis and insufficiency. Per the operative report, the bioprosthetic valve had deteriorated. All three (3) leaflets were stiff and lacked mobility. The device was replaced with a 23 mm edwards valve. The patient tolerated the procedure well.

Manufacturer narrative:
Evaluation summary the explanted device was returned to edwards for analysis. As received, moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice on a leaflet at the inflow aspect. This leaflet also exhibited a non-transmural tear near the commissure in which calcification was evident. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Another leaflet exhibited two (2) tears near both of it's commissures; calcification was evident near these tears. Hematomas were observed on the aforementioned leaflets. The x-ray demonstrated heavy calcification on all three (3) leaflets and wireform distortion around the valve. (B)(4). The clinical observation of stenosis was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. However, the report of insufficiency could not be confirmed through visual observations. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.